Event description:
It was reported that during the implant due to the patients torturous anatomy the lead got fractured. No adverse patient effects were reported. A new lead was used. Should the lead be returned this investigation will be updated.

Event description:
It was reported that during the implant due to the patients torturous anatomy the lead got fractured. No adverse patient effects were reported. A new lead was used. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
Based on the available information, although no product has been returned, we have determined that the specific clinical observation is a known inherent risk with use of this product. This lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the specific clinical observation(s) is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product.